Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have received a random blank screen display during infusion set change and then insulin pump came back on. Customer's blood glucose was 406 mg/dl. Customer felt sick and tired. Troubleshooting was performed and insulin pump failed the high pressure test twice. Customer was advised that insulin pump would be replaced.